Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
Additional information was received which specifies that the patient experienced a stroke; however, the additional information does not indicate that the patient is deceased. Requests for event clarification and circumstances surrounding the event have been made and will be submitted upon receipt accordingly. This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2014-13893 and 1225714-2014-13894.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.